Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of the devices would not pass the cassette test. On unspecified dates, the tubing sets were to be used to deliver unspecified concentrations of ropivacaine, via plum pumps. The customer contact reported that when preparing the sets and pumps prior to patient use, the pumps alarmed, "cassette test failure." No specific details were provided. The customer contact reported that when the alarm conditions could not be cleared, the tubing sets were replaced. There were no reported adverse patient effects and no reported delays of therapies critical to there patients. No medical interventions were reported. Though requested, no add'l info was provided.